Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an 8100 pump had an IV set error. The error was checked and both pressure sensors were replaced and calibrated. Device passed all preventative maintenance tests. There was no patient involvement reported.

Manufacturer narrative:
The reported issue of device malfunction could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. No product returned.

Event description:
It was reported that device has IV set error. Checked IV set error. Replaced both pressure sensors, calibrated, performed pm, passed all tests.